Event description:
Infusion pump suspected of malfunction. Original dose rate for ms gtt set to 5ml/hr. Cna found rate had been increased to 100ml/hr by pt. Pump removed from pt to investigate pump accuracy to isolate and/or confirm problem.